Event description:
It was reported that bd sedi-40 was giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: bsr control values (level 2) are too low. The results of an inter-laboratory test were far too low (level 2), target value: 46, actual value: 36. Customer suspects that the device is the cause of the values that are too low.

Manufacturer narrative:
H.6. Investigation: bd received instrument from the customer facility for investigation. The instrument were tested/evaluated and the customer's indicated failure mode for low qc abnormal results was not observed as the instrument was found to be functioning correctly, although there was a lot of sticker material and debris within the instrument. H3 other text : see h.10.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd sedi-40 was giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: bsr control values (level 2) are too low. The results of an inter-laboratory test were far too low (level 2), target value: 46, actual value: 36. Customer suspects that the device is the cause of the values that are too low.